Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint rt105 adult breathing circuit was returned to fph in (B)(4) for inspection. It was pressure tested and submerged in a waterbath to test for leaks. Results: a leak was found in the expiratory limb water trap. The water trap of the breathing circuit consists of two parts where the lower part can be removed during use for draining water. The water trap leak was located at the connection between the water trap bowl and the water trap lid. A lot check was not performed as no lot number was provided. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt105 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).

Event description:
A hospital in (B)(6) reported that an rt105 adult inspiratory-heated breathing circuit would not pass the ventilator leak test. This was found prior to patient use.